Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter phone #: (B)(6). Correction: b. The reported product number is sold ous. The UDI number for this product is not available. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was not cooling at the speed and accuracy it should do (it took more than 20' to go from 40ºc to under 6ºc). The customer also reports a low flow message and " air filtration ". Suspect it could be due to a pump failure, but they were not sure what might be happening. Per follow up information received via mail on (B)(6) 2025, the device was currently at the depot for evaluation, they tried to fix the issue onsite but was not possible. Onsite diagnosis, this device was not cooling at the speed and accuracy it should do (it took more than 20' to go from 40ºc to under 6ºc). The customer also reports a low flow message and "air filtration". They suspect it could be due to a pump failure but, not sure what might be happening. A new calibration is performed correctly. After calibration the equipment was tested, and it takes a long time to reach 6°c and flow rate was not stable and oscillates. The circulation was replaced to repair the flow rate problem but the error persists.

Event description:
It was reported that the arctic sun device was not cooling at the speed and accuracy it should do (it took more than 20' to go from 40ºc to under 6ºc). The customer also reports a low flow message and "air filtration". Suspect it could be due to a pump failure, but they were not sure what might be happening.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter phone #: (B)(6). The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The initial reporter phone number that was provided was (B)(6). The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty circulation pump. The arctic sun 5000 was evaluated upon receipt. The customer also reports a low flow message and "air filtration." Could be due to a pump failure. The circulation was replaced to repair the flow rate problem, but the error persists. It was reported that the arctic sun device was not cooling at the speed and accuracy. All internal hoses to the pumps, tank and fdl have been cleaned. The system has been tested and is working properly. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. No additional actions can be taken at this time. Corrections: d, e, f, h all available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was not cooling at the speed and accuracy it should do (it took more than 20' to go from 40ºc to under 6ºc). The customer also reports a low flow message and "air filtration". Suspect it could be due to a pump failure, but they were not sure what might be happening. Per follow up information received via mail on 13mar2025, the device was currently at the depot for evaluation, they tried to fix the issue onsite but was not possible. Onsite diagnosis, this device was not cooling at the speed and accuracy it should do (it took more than 20' to go from 40ºc to under 6ºc). The customer also reports a low flow message and "air filtration". They suspect it could be due to a pump failure but, not sure what might be happening. A new calibration is performed correctly. After calibration the equipment was tested, and it takes a long time to reach 6°c and flow rate was not stable and oscillates. The circulation was replaced to repair the flow rate problem, but the error persists. Per follow up information received via mail on 17mar2025, the device was currently in the partner depot waiting to be fixed, so the issue is still not resolved, they count that it would be in the next days.